Event description:
The physician was using an admiral xtreme us pta balloon catheter to treat the left proximal common iliac artery which exhibited moderate calcification and 90% stenosis (artery diameter 7mm x length 80mm). Lesion was pre-dilated with 85-90% stenosis remaining. Device was inspected and prepped prior to use with no issues noted. No resistance was noted during delivery to the lesion. The device was inflated to 10 atm. The balloon was slow to deflate and after approximately 30-40 seconds the physician put a 60cc syringe on the balloon port to help deflate the balloon faster. Merit inflation device was used during the procedure and was successfully used with other devices. A 50/50 concentration of contrast / saline (visipaque and normal saline) was used. No evidence of foreign material in the contrast / saline solution or within the inflation lumen of the device. No patient complications were reported for this event.

Manufacturer narrative:
Evaluation, results: root cause undetermined. Conclusion: conclusion not yet available: evaluation in progress. Cause undetermined. (B)(4).